Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The sales representative was onsite during procedure and the physician gave incorrect measurements and the capsule was not placed correctly. They no longer have the capsule or delivery system to return. The patient was stable.